Event description:
It was reported that while the surgeon was cauterizing tissue during hilar dissection for a da vinci s lung biopsy procedure the permanent cautery hook instrument arced and burnt the patient's azygos vein. The burn required no treatment and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.